Manufacturer narrative:
The insulin pump was received with no up button response due to corroded up keypad traces. No ramping number on their own or scrolling bar moving anomaly noted. The device had a scratched lcd window, cracked case on corners near the display window, broken reservoir tube lip, crack reservoir tube window, reservoir tube, cracked battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.